Event description:
Customer's family member called lfs in 2002 alleging that the customer's one touch basic was not functioning right. Customer's family member advised by the nurse to call lfs about the meter. They stated that they did not know what was wrong with the meter. The previous day at 6:45 am, customer got a reading of 215 mg/dl. Customer "felt ok" at that time. At 8:45 am, the family member found the customer on the floor and called 911. When paramedics came, customer's bg reading on the emt meter was 15 mg/dl. Customer was given IV glucose. Customer was not tested on the meter customer for the paramedics to come. The next day, customer's meter read 229 mg/dl, then 4 hours later, a nurse tested customer with their meter and it read 102 mg/dl-invalid comparison. Sending leter.